Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The increased airstream temperature appears to have been cause by the ambient conditions in which the device was operating. No malfunctions were noted.